Manufacturer narrative:
Follow-up #1 date of submission 03/24/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 03/05/2014 with the following findings:a visual inspection of the pump found some cosmetic damages. Investigation found that the keypad symbols were worn and the ¿ok¿ and ¿¿down¿ buttons responded intermittently. Removal of the keypad cover found contamination under all the keypad button contacts and the ¿ok¿ button contact was inverted. Unrelated to the button issue, the pump powered up to a dim and discolored verify screen. When the display was replaced with a test screen the test screen was fully functional. It was also observed that the battery compartment was cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the keypad buttons required multiple presses in order to elicit a respond. Patient reported that the issue had worsened progressively starting several weeks ago. Patient denied that there was trauma or moisture ingress to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.